Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient developed a large abdominal wall fluid collection as well as a recurrence that involved a small-bowel obstruction. The patient underwent an open repair procedure in (B)(6) 2013 for the recurrent incarcerated hernia due to mesh failure along with excision of seroma and extensive adhesiolysis. The patient had some trouble with infection of the incision and was admitted for treatment in (B)(6) 2013. Afterwards, no issues are recorded.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).